Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment is cracked. The battery cap has stripped threads and is worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: one unexplainable por event observed in the bb history. The returned battery cap threads were found to be damaged/stripped. The returned battery cap contact height and width measurements were found to be out of the the required specifications. The returned battery cap was unable to fully secure to the pump and maintain electrical connection; intermittent power issue duplicated. A test battery cap secured to the pump and was used to complete the investigation. The battery compartment was found to be cracked on the side, extending from the threads to the case seal. No evidence of moisture was found inside the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.